Event description:
It was reported that the patient with the implantable pacemaker had a heart rate of 30 and health care professional (hcp) stated that the patient pacemaker might not be working. This pacemaker remains in service and will not be returned. No adverse patient effects were reported.